Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during sterilization by central processing preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was damaged. Serial number (B)(4) warranty expires (B)(6) 2016. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained when the device was in focus. When out of focus condensation was observed on the inside of the glass lens. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed. The most probable cause of the poor quality image is a result of condensation on the lens. (B)(4).

Event description:
The hospital reported that during sterilization by central processing preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was damaged. (B)(4) warranty expires (B)(4) 2016. The hospital did not report any patient effects.